Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with photophobia and tearing in both eyes. The surgery center noted the patient complaint of severe photophobia and tearing and difficulty opening eyes. The patient has sensitivity to the gel tears when applied. The patient¿s comments were transient light sensitivity, ocular pain and watering. Topical steroid dosage (durezol) was increased and a flap lift and rinse(irrigation) was performed. It was stated that the patient had no a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.75 x -.25 x 22, left eye pre-op 20/20 -.75 x -.75 x 162.